Event description:
Caller reported customer's aviva home system result of 103 mg/dl, customer's aviva school system result of 258 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for customer's aviva home system, medwatch with identifier (B)(6) is for customer's aviva school system.